Event description:
It was reported that pump displayed cartridge change error during load process. There was no adverse impact to the customer¿s blood glucose level. Customer reloaded cartridge, confirmed ability to complete load process, and successfully resumed insulin delivery without further intervention.